Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During the procedure, placing the dall miles cables on the femur, while stretching the cable with the instrument ref: (B)(4) single sided tensioner, the cable crack. The new dall miles cables with the same ref number was used.